Event description:
A recent download from a male pt revealed several "discharge profile fault flags." Support contacted the pt and sent a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor was displaying "discharge profile fault" flags. The monitor was opened and it was found to have a defective capacitor bank. The monitor would not have treated if needed. The root cause of the defective capacitor bank was cold solder joint on the defibrillator pca. The monitor was repaired, retested and restocked. No adverse event resulted from the monitor failure. The pt received a replacement monitor.